Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0715m, implanted: (B)(6) 2013, product type: lead. Analysis of the ins ((B)(4)) found that the ins battery had reached normal end of life with no telemetry and no output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) and consumer via a manufacturer representative reported that their device did not work and was malfunctioning. The patient's system was explanted on (B)(6) 2016. The system would be returned and the hcp wanted a diagnostic report on the battery. It was unknown if the issue was resolved. The patient was alive with no injury. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.